Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while being applied at the artery, none of the clips were able to be loaded properly into the jaws. They changed to another applier to complete the case. There was no patient injury.